Manufacturer narrative:
All buttons function properly no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. The insulin pump was received with cracked case on battery tube area. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the ok button was not responding. Insulin pump will be replaced. Customer's blood was unknown.